Event description:
A falsely elevated ctni result of 1.02 ng.ml was obtained on one pt with a dimension xpand. It was not reported. The sample was repeated on the stratus cs with a result of 0.01 ng/ml and on the same dimension xpand with a result of 0.09 ng/ml. There were no adverse health consequences. Contact person is unk. Instrument data indicated that the most likely cause was contaminated reagents.